Event description:
The patient had posterior fixation in dec 2004 as the result of a fracture on l2. After five months, the x-ray showed the two screws in l3 were broken. In 2005, the surgeon extracted the implant and at the same time performed a second surgery.